Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6); product type: 3294-generator product ID pscc100 (0012630503); product type: 0609-catheter product ID 10fcc13 (unknown serial/lot); product type: 0629-flexcath sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that blood was observed in the endotracheal tube by anesthesia during the final applications of atrial fibrillation ablation using the pulse select pulsed field ablation (pfa) catheter to the right inferior pulmonary vein (ripv) as part of a pulmonary vein isolation (pvi) procedure. The procedure was completed with exit block for each pulmonary vein. The patient was cardioverted twice. Intubation was reported as uneventful and non-difficult, and the transseptal puncture was performed without event using flexcath contour and flexcath cross. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product. Product type: catheter product ID: non-medtronic product. Product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product. Product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was hospitalized for an additional day. The bleeding stopped by discontinuing the anti-coagulant. The patient had a laceration in the back of their throat.